Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The caller was guided by technical support to perform a pump reset, after which the pump did not display the error code again, and the caller successfully started their sensor session.